Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Agilis sheath. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a pentaray nav eco high-density mapping catheter and suffered a thrombosis. A thrombus was noticed on the catheter sheath and confirmed by intracardiac echocardiogram. No medical intervention was provided. The patient was reported to be in stable condition at the time this complaint was reported. No radiofrequency had been delivered and the catheter used was diagnostic. The patient was doing well post-procedure, and was discharged from the hospital at the time bwi followed-up with the physician. The physician's opinion regarding the cause of this adverse event is that this was either due to the procedure or patient condition. He did not express any feeling of a bwi product malfunction.